Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), multiorganic failure [multiple organ dysfunction syndrome], ascites [ascites], raise in bilirubin [blood bilirubin increased], albumin decreased [blood albumin decreased]. Case description: initial information received on 20-jul-2017 this spontaneous medical device report was received from a physician, via a company medical advisor, concerning patient of unknown age and gender. The patient's medical history included hepatocellular carcinoma (hcc), since an unknown date. The patient's concomitant medications were not reported. On an unknown date, the patient received therasphere (lot number, expiration date, dosage not reported) for hcc. On an unspecified date, two weeks after the technique, the patient experienced a raise in bilirubin [blood bilirubin increased], ascites [ascites], deterioration [general physical health deterioration] and passed away [death]. The lab tests before exitus showed an increase of bilirubin (up to 8 mg/ml) with albumin decreased [blood albumin decreased] as well but not to much as compared with the initial values (around 3.4). Moreover, the inr was normal and the transaminases were high but not too much. The treatment for the events raise in bilirubin, ascites, deterioration and albumin decreased was not reported. The outcome for the events raise in bilirubin, ascites, deterioration and albumin decreased was unknown. The reporter did not provide an assessment of the seriousness or causality of the events to therasphere, but did not consider it was a reild or a liver failure given the inr, albumin and transaminases values. The company considered the events ascites and passed away as serious (medically significant and fatal, respectively) and the events raise in bilirubin, albumin decreased and deterioration as non-serious. Follow-up information has been requested. Follow-up information received on 11-aug-2017: this is a follow up #1 to report additional information received on 11-aug-2017. On (B)(6) 2017, a (B)(6) male the patient received 3.66 gbq of therasphere (lot number: x907 1799149; expiration date: 26-may-2017) for hepatocarcinoma with tumor portal invasion (stage c bclc). This patient has a history of hepatocarcinoma with tumoral portal invasion (bclc stage c), essential tremor and a spine surgery and (B)(6), a family history of breast and pancreatic cancer, and is an active smoker, with no history of allergic drug reactions. On (B)(6) 2017, two weeks after radioembolization (first lobar treatment), the patient experienced a raise in bilirubin, albumin decreased, ascites with asthenia and deterioration. The patient received diuretic treatment for ascites. On an unspecified date in 2017, the patient experienced multiorgan failure. On an unspecified date during the last week of (B)(6) 2017 (approximately 1 month post treatment), the patient died. The cause of death was reported as ascites, deterioration and multiorgan failure. No autopsy was performed. The reporter assessed the events of ascites, deterioration and multiorgan failure as serious (fatal). The reporter did not provide an assessment of causality of the events to therasphere. The reporter did not consider it was a reild (radioembolization induced liver disease) or a liver failure given the inr, albumin and transaminases values. This is the final report. If additional information is received, a follow up report will be submitted. Company comments: ascites, blood bilirubin increased and blood albumin decreased were considered anticipated according to therashere current reference safety information, whereas multiple organ dysfunction syndrome was considered unanticipated. In absence of an assessment made by the reporter, the company considered that multiple organ dysfunction syndrome, ascites, blood bilirubin increased and blood albumin decreased were related to the administration of therasphere. The reported adverse events did not indicate that there was a device failure or malfunction. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Passed away [death], ascites [ascites], deterioration [general physical health deterioration], raise in bilirubin [blood bilirubin increased], albumin decreased [blood albumin decreased]. Case description: initial information received on 20-jul-2017 this spontaneous medical device report was received from a physician, via a company medical advisor, concerning patient of unknown age and gender. The patient's medical history included hepatocellular carcinoma (hcc), since an unknown date. The patient's concomitant medications were not reported. On an unknown date, the patient received therasphere (lot number, expiration date, dosage not reported) for hcc. On an unspecified date, two weeks after the technique, the patient experienced a raise in bilirubin [blood bilirubin increased], ascites [ascites], deterioration [general physical health deterioration] and passed away [death]. The lab tests before exitus showed an increase of bilirubin (up to 8 mg/ml) with albumin decreased [blood albumin decreased] as well but not to much as compared with the initial values (around 3.4). Moreover, the inr was normal and the transaminases were high but not too much. The treatment for the events raise in bilirubin, ascites, deterioration and albumin decreased was not reported. The outcome for the events raise in bilirubin, ascites, deterioration and albumin decreased was unknown. The reporter did not provide an assessment of the seriousness or causality of the events to therasphere, but did not consider it was a reild or a liver failure given the inr, albumin and transaminases values. The company considered the events ascites and passed away as serious (medically significant and fatal, respectively) and the events raise in bilirubin, albumin decreased and deterioration as non-serious. Follow-up information has been requested. Company comments: death, ascites, blood bilirubin increased and blood albumin decreased were considered anticipated according to therasphere current reference safety information, whereas general physical health deterioration was considered unanticipated. In absence of an assessment made by the reporter, the company considered that death, ascites, general physical health deterioration, blood bilirubin increased and blood albumin decreased were related to the administration of therasphere. The reported adverse events did not indicate that there was a device failure or malfunction. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.